Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the pump¿s black box and alarm history showed one cs088 call service alarm. During testing, the ez-prime steps were performed correctly; no cs 088 alarm or other warning occurred during the investigation. The pump performed within specification. The pump case was removed and no intermittent conditions were found to the printed circuit board. The complaint of a cs 088 call service alarm issue was shown in the history but was not duplicated during the investigation. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted cs 088 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.